Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately between (B)(6) to (B)(6)2023.

Event description:
It was reported that patient experienced loss or no stimulation. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed at the facility.